Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the black box shows evidence of short battery life. Alarm history shows multiple battery alarms. Unable to duplicate frequency of battery alarms as observed in alarm history. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. "Coin slot" on top of battery cap also damaged. The battery compartment was intact. Current draws are within specifications. There were no "battery life" issues duplicated during investigation. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.